Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded alerts for high out of range pacing impedances as well as signal artifact monitor (sam) episodes. Technical services (ts) was consulted and it was noted that the cause of the observations was electromagnetic interference (emi) during an ablation procedure. Ts also noted instances of noise oversensing, however the patient exhibited intrinsic activity. No adverse patient effects were reported. This system remains in service.